Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, the lot number given had no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. A review of all batch record documents was performed for h11j14123, h11i17465, h11h11072 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 of this peritonitis event.

Event description:
Patient had called in regarding an issue with the homechoice while in the hospital. The patient mentioned that he was in the hospital with peritonitis. The issue with the machine was resolved over the phone. On (B)(4) 2012, product surveillance contacted the peritoneal dialysis nurse regarding this patient. The nurse reported that the patient was diagnosed on (B)(6) 2011 with peritonitis and was hospitalized the same day. The patient was discharged on (B)(6) 2011. The patient was treated with antibiotics and has continued peritoneal dialysis therapy. The cause of the peritonitis is unknown but the nurse did not think it was caused by baxter products or the therapy itself. The patient is recovering. No further information was given at this time.